Event description:
It was reported that the physician considered the device to have early battery depletion and suspects an unexpected longevity issue. It was also reported that the left ventricular (lv) lead had high thresholds and consequently the device had high lv pacing outputs. However, the physician still feels that the device's longevity is weak. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data showed the battery indicator signifying that the time is approaching for device replacement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Products: 4196 implantable pacing lead implanted: 2009 (B)(6); 1888t competitor implantable pacing lead implanted: 2008 (B)(6). (B)(4).